Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead was sensing atrial signals. It was determined that the lead had dislodged. The patient was known to have twiddler's syndrome. The physician extracted the dislodged lead and implanted a new one. The patient condition was stable.